Event description:
It was reported, the patient had catheter surgery in (B)(6) 2013. Per the patient, 3 of the anchors were broken on the catheter on the (B)(6) 2013. The patient had indicated he had 4 catheter surgeries but was unclear as the patient could not remember when the other 2 occurred (see manufacturer report # 3004209178-2013-14757 for other catheter revision). It was indicated that fentanyl had been in the patient¿s pump since the (B)(6). And the dose of fentanyl was up to 50mcg/day at the (B)(6). Additional information has been requested, but had not been received as of the date of this report.

Event description:
Additional information reported the patient experienced a loss of pain control related to the event. It noted the location of the issue was at the pump/catheter connection.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).